Manufacturer narrative:
Getinge became aware of issue with 533hc sterilizer. As it was stated by getinge technician, steam mist leaked from the sterilizer. User injured knee while dodging the steam mist. The situation did not lead to serious injury or worse. We decided to report the issue based on the potential as described event could lead to serious injury or worse. The device was checked by getinge service technician, door switch was found to slipped down (out of adjustment) and giving false reading. Door switch was adjusted, unit was tested and return to service. When reviewing reportable events for this type of issues for 533hc we were able to establish that the received incident is the first one registered in getinge complaint handling systems of its kind. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specification due to steam mist leaked from sterilizer and contributed to the event. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis and input from the subject matter expert and the getinge technician who visited the customer we conclude that root cause of the steam mist leaked from the sterilizer, was that the door up limit switch was out of adjustment. However the exact root cause of why the door up limit switch was out of adjustment could not be identified, despite our best efforts. It is worth to be mentioned that a getinge service technician was visiting the customer about 2 months earlier due to a door issue on the same sterilizer. The getinge service technician recommended to replace the door pulley system, but the customer requested not to do that as unit would be removed from service as it would no longer be used. We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes, we will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of issue with 533hc sterilizer. As it was stated by getinge technician, steam mist leaked from the sterilizer. User injured knee while dodging the steam mist. The situation did not lead to serious injury or worse. We decided to report the issue based on the potential as described event could lead to serious injury or worse.